Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because of inappropriate therapy and loss of ventricular capture. This device is involved in a product advisory. The rate sensing portion of the transvenous defibrillation lead was capped. A new rate sensing lead was implanted.